Manufacturer narrative:
Product analysis conclusion: the reported difficulty with insertion and removal of the delivery system could not be confirmed based on the pre-implant imaging provided. However, features reported to have contributed to the event, such as the presence of a previously implanted stent in the access vessel, were evident in the images. The moderate vessel calcification may have also contributed to the events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular abdominal aortic aneurysm (54 mm) repair using the stent graft etuf2314c102e endur ii aui, insertion difficulties were encountered when passing through a self-expandable stent that had been previously deployed in the femoral artery. After complete deployment of the aui stent graft, the delivery system became stuck during removal after getting caught in the femoral artery stent. Intervention was performed via conversion from the endovascular procedure to an open abdominal aorticaneurysm repair in which the aui stent graft was explanted and the event was resolved. Per the physician the cause of the events was due to anatomical challenges, specifically previous stented femoral artery with tortuous anatomy. Pre implant sizing showed theproximal neck as angled with mild thrombus and calcification. Moderate bilateral iliac calcification was also noted.

Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.